Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link catheter extension set came apart at the distal end of the tubing. This event occurred while the patient was connected for therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual evaluation of the photograph revealed that the luer lock assembly and high pressure tubing components were separated. The reported condition was verified on the photograph. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.